Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald 3-piece syringe tips breaks off. The following information was provided by the initial reporter: 5ml luer syringe, because the tips are broken.

Manufacturer narrative:
Investigation summary as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd emerald 3-piece syringe tips breaks off. The following information was provided by the initial reporter: 5ml luer syringe, because the tips are broken.